Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was off and the customer received a battery out limit upon replacing the battery. Customer's blood glucose was 22.1 mmol/l, which was treated with manual injection. The keypad would not respond to clear the alarm. No significant events were recalled leading up to the alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump powered up properly after battery insertion, no battery out limit alarm or blank display noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube window and broken reservoir tube lip.